Event description:
It has been reported to philips that the system did not fully boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting, there were no motorized movements, and the table was floating freely. A review of the system logfile found that the bib was not detected. The defective part was returned for analysis, and it was concluded that the c-arc bodyguard interface box failed and the failure mode was an electronic defect. Fse replaced the bib and performed the bodyguard calibration. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.